Event description:
It was reported that when asked if they experienced complications while using the hydrogel coated latex foley catheter, the survey respondent mentioned symptomatic urine tract infection (uti), pain, hematuria, epididymitis, incontinence , catheter blockage, leakage, bladder stone(s). It was unknown what medical intervention was provided for urinary tract infection (uti).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure could be user related-urine condition, meditation or diet intake by patient. The lot number is unknown; therefore, the device history record could not be reviewed. A review of the device labeling have been conducted for investigation purpose. "Warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. On catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when asked if they experienced complications while using the hydrogel coated latex foley catheter, the survey respondent mentioned symptomatic urine tract infection (uti), pain, hematuria, epididymitis, incontinence , catheter blockage, leakage, bladder stone(s). It was unknown what medical intervention was provided for urinary tract infection (uti).